Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the catheter became entrapped on the wire. Upon insertion of the 3.00x12mm taxus express2 drug eluting stent (des) into the unspecified artery, the stent delivery system froze on the wire. It was confirmed that the catheter and the wire were removed from the patient's body as a unit. Once the device was outside the patient the wire was able to come off of the catheter. The procedure was completed with another of the same device and there were no patient complications reported. The patient's current condition is listed as "fine".